Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: 1/16/06: inratio: 2.7, lab: 5.83. Held coumadin for three days and retested. The following results were reported: 1/19/06: inratio: 1.3, lab: 2.39.